Event description:
It was reported that the right ventricular lead was displaying high thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. No anomalies were found. Blood was observed in /on the helix/lobe mechanism and the helix/lobe mechanism sleeve head. The defibrillation conductor was distorted and cut. The outer tubing overlay was melted, had cosmetic environmental stress cracking, and was breached/cut. The outer insulation had a cosmetic depression. Apparent explant damage was noted.